Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. The customer's blood glucose level was 195 mg/dl but her sensor glucose reading was 48 mg/dl. The customer had to throw three sensors away due to calibration error alarms. The site was actively bleeding. The device was not returned.